Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device returned to MFR additional. D9: date device returned additional. G3. Date received by manufacturer additional. H2: additional information /device evaluation. H3a device evaluated by mfg additional. H3b: evaluation included additional. H6: event problem and evaluation codes additional. D9: device available for evaluation correction.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.